Event description:
During a diagnostic procedure, the coating appeared to be coming off of the guidewire. The physician inserted the guidewire and advanced it without difficulty. After removing the guidewire from the pt, the physician wiped the wire with a gauze sponge and noted a "rough spot" approximately 12" from the proximal end of the wire. The gauze would 'catch' on the rough spot and it was then noted that the coating of the wire would pull back from the wire surface. No pt injury or complications have been reported.